Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is also a report of use error, where the patient reconnected to the patient line after the patient line disconnected from the transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line and the transfer set. This occurred during drain two of three of peritoneal dialysis therapy. The patient line disconnected from the transfer set. The patient reconnected to the patient line. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.